Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an ipg revision procedure on (B)(6) 2025 [related manufacturer reference number: (B)(4), an impedance check was performed in which the patient's leads exhibited high impedances. Prior to confirmed impedances patient experienced recent childbirth delivery. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were replaced to address the issue.